Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received his scs system, including an ipg, on (B)(6) 2007. The pt reported feeling a warming sensation at the ipg pocket after the stimulation has been in use. A diagnostic check of the scs system revealed no anomalies. The pt is working with his physician to remedy this issue. The scs system remains in use. Follow up on the pt found no further issues reported.